Event description:
Medtronic received information that an incorrect sized valve had been sent to this customer. An urgent surgical procedure arose, where an infant with truncus arteriosus and a regurgitant truncal valve required an urgent valve replacement. This procedure was reported to be a high risk procedure. The valve that the surgeon had received was not of a suitable size, the surgeon elected to use a "downsized" homograft to reconstruct the right ventricular outflow tract. Specifically, the surgeon took a competitor's 18 mm homograft, removed a cusp, sewed it back together, and used it for the rvot. This is an established option when an appropriate sized conduit is not available. However, this take additional time than using a correctly sized conduit. The infant did not survive the surgical procedure. The surgeon has alleged that the error in distribution partially contributed to the death of the child, noting that this was a high risk case to begin with.

Manufacturer narrative:
Evaluation results code: device history review found the product met specifications when released for distribution. Conclusion: no product failure reported, but distribution error allegedly contributed to the clinical outcome. Conclusion: the distribution process was reviewed and an additional measure was put into place to ensure the correct products are distributed, as ordered. The surgeon is considering ways to stock the product, to ensure the adequate inventory is on hand should similar situations arrive.